Event description:
When the device was used during an unk procedure, the staples misfired. They formed a crooked and broken staple line. The physician had to oversewthe staple line. There was no pt consequence.